Manufacturer narrative:
Upon further investigation it has been determined that this event does not meet FDA reporting criteria. This event has been reassessed as not reportable.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. The investigation is ongoing.

Event description:
The user facility in (B)(6) reported the cutting function stops at the level of 1500cpm. No patient impact reported.